Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveilance activities.

Event description:
We became aware on 7/2/2020 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 9mm x 320mm standard im nail per the sign technique manual. Surgeon comment: "he presented with a non union of left distal third tibia, which was possibly also infected. He received care for the injury in (B)(6) 2018, at another facility ((B)(6) hospital, (B)(6)), where he had a sign nail done acutely. This nail was proud into the ankle joint. There is a paucity of information for the entire 2019; he went on to develop a symptomatic non union; as well as pain in his ankle due to development of articular chondrolysis. He also reported periods of serous fluid oozing from a small area over medial leg. At admission there had not been any oozing for more than 4 months. There wer scars of previous surgery over medial and lateral distal leg. His ankle motion was exquisitely tender; he could not bear any weight on that foot."